Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant, along with stretching. (B)(4).

Event description:
It was reported that the implantable pacing lead was removed due to insufficient sensing and measurements along with high thresholds. The lead was removed. No patient complications have been reported as a result of this event.